Event description:
It was reported that the patient underwent a revision procedure due to urinary leakage when carrying heavy goods or coughing with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted. Following the surgery the patient got better and the patient no longer needs any pads following the revision procedure.